Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00269 and MFR. Report # 3005099803-2012-00289). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both hydratomes were unable to bow. The physician was able to complete the procedure with the second hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; melted/split extrusion.

Manufacturer narrative:
(B)(4). A visual examination revealed that the working length was twisted and kinked. The exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 9 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context.